Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to treat superior vena cava stenosis due to malignant obstruction, the stent abre 12mm was deployed from internal jugular access after vessel measurement with intravascular ultrasound and location confirmation with fluoroscopy (ivus measured 9.5mm). The vessel exhibited 90% lesion stenosis, a lesion length of 50mm, moderate calcification, and minimal tortuosity, with a reference vessel diameter of 9.6mm. Upon deployment, the stent immediately migrated into the right atrium and did not cover the lesion. The stent was successfully snared (gosseneck snare) and removed from the body via femoral vein access, and inspection confirmed it was fully intact. The vessel was pre-dilated with a non-medtronic (10mm conquest) balloon and post-dilated with a non-medtronic (12mm conquest) balloon. A new 14x60mm abre stent was subsequently placed from femoral vein access without issue. No patient complications have been reported as a result of this event.